Event description:
Reportedly, on (B)(6) 2025, the tablet freeze during interrogation.

Manufacturer narrative:
Initial MDR is late as the awareness date filled on the case is wrong. Event date is on 3-march-2025 and the awareness date filled was on (B)(6) 2025. Correction is ongoing. Since the subject device is not yet returned, no analysis are available.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event as the programmer works normally and does not encounter freezes. Review of the extracted files did not permit to find any trace of the reported event. Some programmer sessions seems to have abnormally end, but it is not related to freeze. The origin of the reported event could not be clearly established. The main hypothesis is that the event is related to the know pop-up issue (a pop-up appears behind the interface, therefore the user is not able to click on buttons), or to the known aida reading issue (instability in thread management when aida reading is not over). If the event is related to pop-up issue, updating the smartview version to 3.18 will resolve the issue. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 7-march-2025, the tablet freeze during interrogation.